Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery cap fell off and are experiencing high blood glucose. Customer does not recall any significant events leading to the error but stated that he fell down and battery cap may have fallen off then. Although customer stated he had high blood glucose, it was indicated that his blood glucose level was at 71 mg/dl. Troubleshooting informed customer that a new battery cap would be provided to him.